Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue g7m anesthesia gas module stating, "maintenance and inspection". The report indicated that there was patient harm. The type and severity of the harm was not provided. It is unknown if the device was in clinical use at the time of the report.

Manufacturer narrative:
A quote for service was provided to the customer. No response was received; the quote is considered to not have been accepted. Multiple attempts were made to obtain further details regarding the possible patient harm, and also the nature of the issue being reported. No further information was received. Based on the information available, the cause of the reported problem was unable to be determined. The reported problem was not able to be confirmed. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.